Manufacturer narrative:
(B)(6). Patient date of birth is not available for reporting. This report is for one (1) unknown oral spacer. Part#, lot# and UDI # is not available. Initial implant procedure was done in (B)(6) 2015. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown oral spacer. PMA/510(k) number is not available. Patient code (B)(4) used to capture x-rays taken and medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent a revision surgery for an anterior lumbar interbody fusion of the lumbar spine because x-rays taken before surgery, on an unknown date, shown that the device part has migrated. During the revision procedure while the surgeon was removing the device, opal spacer 10mm x 28mm x 12mm, was broken in two pieces. The two pieces were removed fairly easily with no fragments being left in the patient. The device was removed because the surgeon determined that the device was not in the position that it should have been. The device was removed with one piece coming out of the front of the lumbar spine and the other piece removed from the back of the lumbar spine. The device was replaced by another device from a competing company. It was not certain why the patient came in for a revision surgery. The procedure was completed successfully with no reports of delay or medical intervention. The patient's post-operative status was noted to be stable. Refer to (B)(4) for complaint about device part that has migrated. This report is for one (1) unknown oral spacer. This is report 1 of 1 for (B)(4).